Event description:
Caller reported spirit combo insulin pump button non-functional. Product will not be returned due to custom and legal issues in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). The law doesn't allow product return.